Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to requesting more insulin via the pump than necessary, the customer's blood glucose (bg) level dropped to 30 mg/dl. The customer was assisted and fed snacks to address the low bg as the customer was unable to assist herself. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider.